Event description:
A cardiac resynchronization therapy defibrillator (crt-d) system was returned from an unknown source with no information. Information identified in the manufacture's database indicated the patient died approximately ten months post implant of the device approximately three years ago.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor was distorted and all insulators were breached cut. A cosmetic depression in the outer insulation was observed in the connector. Apparent explant damage was noted. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. A cosmetic depression in the outer insulation was observed in the connector. It was noted that the lead was stretched and there was apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.